Event description:
Additional information received reported that the manufacturer¿s representative (rep) didn¿t know the patient¿s current pain percentage. The cause of the event was not device related but was user error. The patient received new programs in addition to the old ones on (B)(6), 2014. The patient was happy when she left the appointment and they were receiving effective therapy. No troubleshooting or interventions were taken as they were not needed.

Event description:
It was reported that the patient ¿can¿t¿ turn the stimulation from their implantable neurostimulator (ins) off. The patient also had noted that they could not feel the stimulation in the same area as at implant (stimulation in the wrong location) and was unable to adjust the stimulation. With assistance from the manufacturer¿s representative, it was made sure that the patient used the off button correctly. It was noted that no lightning bolt was seen on the screen and that they had turned the stimulation down to 0.00. The patient stated that event after these steps were performed they still felt the stimulation. No diagnostics or troubleshooting was performed at the time of report. The patient was directed to see another manufacturer¿s representative tomorrow but wanted to wait until the representative they work with was back in town. The patient status at the time of report was noted as ¿alive ¿ no injury¿. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).